Event description:
During servicing of a (B)(6) female pt's monitor for an unrelated issue, a reportable problem was discovered. Corrosion was discovered on the auxiliary pca board. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation, corrosion was found on connector j2005 on the auxiliary pca board. The root cause of the corrosion could not be positively identified but was likely liquid ingress. No adverse event resulted from the corroded j2005 connector. The pt received a replacement monitor.